Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 142.0 and 144.0 cm from the proximal end. The embolization coil was intact with its pusher assembly and the coil winds were offset. Conclusions: evaluation of the returned devices revealed that the first and second smart coils evaluated had offset coil winds. This type of damage typically occurs due to improper handling during use. If the introducer sheath is not properly aligned inside the hub of the microcatheter prior to advancement, offset coil winds may result. The offset coil winds likely contributed to the inability to advance the smart coils through the hub of the microcatheter and the introducer sheath. Further evaluation of the returned device revealed that the second smart coil¿s pusher assembly was kinked. These kinks likely occurred due to forceful advancement against resistance. The non-penumbra microcatheter referred to in the complaint was not returned to penumbra for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00700.

Event description:
The patient was undergoing a coil embolization procedure in the left middle meningeal artery to treat a arteriovenous fistula (d-avf) using penumbra smart coils (smart coils). During the procedure, the physician placed nine smart coils and 12 non-penumbra coils in the target vessel using a non-penumbra microcatheter. While attempting to advance a new smart coil out of its introducer and into the microcatheter, the smart coil became stuck in the hub of the microcatheter; therefore, it was removed. The physician then felt difficulty while attempting to advance another smart coil inside its introducer sheath and the coil¿s pusher assembly could not be pushed out of the introducer sheath; therefore, it was removed. The procedure was completed other coils and the same microcatheter. There was no report of an adverse effect to the patient.